Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.